Manufacturer narrative:
(B)(4). Unit received with blank solid white lcd due to severely cracked and bleeding lcd glass. Unable to complete the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test due to blank solid white lcd or severely cracked and bleeding lcd glass. Unable to perform the pump trace history download or carelink upload due to blank solid white lcd/severely cracked and bleeding lcd glass. Unit had minor scratched display window, scratched case, cracked case at the corner of the belt clip rail, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump display had crack. Customer was hospitalized due to accident with blood glucose level of 120 mg/dl. The insulin pump will not be returned for analysis.